Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Our investigation have shown that one tip of the forceps is indeed broken and has snapped off. Unfortunately we are not able to determine the exact cause which has led to this breakage. We do suppose though that simply too much applied mechanical force well beyond its calculated design or possible misalignment during the locking of the trans connector may have cause this damage. The broken surface itself is homogenous which indicates material conformity as well. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. Nevertheless, as we are not able to repair this instrument, we are pleased to replace it.

Event description:
It was reported that the tip was broken and the broken part has been disposed of. No further information was provided. This is report 1 of 1 for complaint (B)(4).